Manufacturer narrative:
Synovis has elected to submit MDR's related to coupler malfunctions regardless if the event was considered likely or unlikely to cause or contribute to death or serious injury. The device history record for this lot number was reviewed. 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. The ring retention force is within specification. According to the device history record, the device met specification prior to market release. The wing jaw assembly, with the doppler probe inserted into the left ring, was returned for evaluation. The right ring was not returned. The left ring was positioned in the jaw correctly and there were no visual defects noted. There are no visual defects on the jaw, ring, pins, or doppler probe. The doppler probe was tested and functioned normally. There is no immediate evidence to support why the ring did not stay in the wing jaw during use.

Event description:
A 2.0mm gem flow-coupler was selected for vein anastomosis in an abdominal free flap procedure. The surgeon reported that one coupler ring fell out of the wing jaw assembly during use. It was reported that the surgeon then used another flow-coupler device to complete the procedure. No additional ischemia time was reported. It was reported that there was no adverse patient outcome. No additional information is available at this time.